Manufacturer narrative:
The insulin pump was received with scramble display due to moisture damage at the lcd assembly. The insulin pump had minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that insulin pump stopped working after exposure and customer reverted to manual injection. Insulin pump only showed random lines on display screen when battey was changed. Customer's blood glucose was unknown. Insulin pump would need to be replaced.